Manufacturer narrative:
Evaluation: axle, drive motor.

Event description:
It was reported by service report that the zoom motor surges in drive mode. There was pt involvement, however, no adverse consequences are reported.